Event description:
Pt reported, she has experienced hypoglycemia as low as 50 mg/dl over the past week, and her normal blood glucose is 80-100 mg/dl. Pt experienced hypoglycemic symptoms of feeling shaky and cold. She ate candy or food, drank juice, and placed the infusion device in stop mode to increase her blood glucose. The competitor's infusion set and the insulin cartridge are changed every 2 days. She did not prime the infusion set while attached to her site. The basal rates have not been adjusted, and the bolus delivery amounts were confirmed. The infusion device was not exposed to water. She did not have any lifestyle changes. A training request was submitted to review the general parameters on the infusion device. Follow-up was completed with the clinical specialist on (B)(6) 2011. Pt reported to the clinical specialist that the parameters are set correctly and the infusion device is delivering too much insulin. The basal rates were temporarily decreased, and pt contacted her endocrinologist. She started to check her blood glucose every 2 hours and considered switching to injection therapy. The infusion device, adapter, and cartridge were requested for evaluation. Pt did not require treatment from a health care professional or second party to address the issue.